Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(6) 2015: a medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. The system software logs were analyzed. The logs do not specifically indicate why the system unexpectedly exited. However, the symptoms reported indicate the software unexpectedly exited. Software investigation completed. This issue will be continually monitored and trended in a medtronic software anomaly tracking database. The issue has not recurred at the site.

Event description:
A medtronic representative reported that, while in a cranial procedure, when they showed the vertek probe to the camera, the views switched to orthogonal instead of trajectory. The site cycled views and the top right quadrant turned blue; the software then unexpectedly exited. In trouble-shooting, a medtronic representative performed a hard re-boot of the navigation system and they were able to re-enter the software and continue navigating. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation has not been completed. No further issues have been reported.